Event description:
Customer reportedly obtained a result of 242mg/dl on the aviva system and took an unk amount of an unk insulin. Within 10 mins, the customer retested on the aviva system with a result of 88mg/dl. Based on this result, the customer ate. No adverse event reported. Requested return of suspect system and replacement was sent.